Manufacturer narrative:
Initial.

Event description:
It was reported that a user discontinued use of the ilet system after experiencing recurrent low blood glucose while on therapy and requested device return through the dme channel after completing training and at least 30 days of use. Symptoms included hypoglycemia. Outcomes included the user deciding to stop using the device; there was no hospitalization and no device alerts or alarms reported. Investigation included troubleshooting and education with the user, and follow-up by the field team. Investigation of this case revealed no specific device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.